Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electrodes used for the event were not available for evaluation. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not detect that the patient was connected during an event. The device gave a "connect electrodes" message even though the patient was connected to the device via therapy cable and defibrillation electrodes (brand unknown). The customer indicated that they checked the electrode connection and unplugged and re-plugged them, with no success. They continued with CPR and at 2 minutes of CPR, they made a brief attempt to analyze again without success. After a third round of CPR, another medic arrived on scene and a new set of electrodes (brand unknown) were placed on the patient and a different device was used. The second set of electrodes worked in the same orientation, as the first set, on the patient. Physio requested additional information about the patient; however, the customer stated they have no additional information on the patient.